Manufacturer narrative:
One cadd legacy 1 pump was received in damaged physical condition with a damaged housing and screen. The event history log was reviewed and there was no evidence of the reported issue. The device was started in application and problems were found with the device double beeping with a cassette attached. The downstream sensor will be replaced. The damaged front and rear housing (screen included) will also be replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a "double beep, no cassette" error and the case/lens was damaged. The issue was observed during testing and there was no patient involvement.